Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02061 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022 the review of files of this event type was completed. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The event started to occur in around (B)(6) 2020. When connected to the power module, a buzzing sound was heard from the system controller, and a pump stop alarm occurred with continuous sounds. A percutaneous driveline damage was suspected by the log analysis at manufacturing site. On (B)(6) 2020, the pump was removed for the exchange to another.

Event description:
The pump is referenced in MFR # 2916596-2020-03801.

Manufacturer narrative:
Section e: the customer site was (B)(6) university at(B)(6). Manufacturer's investigation conclusion: the reported event of a buzzing sound while the system controller was connected to a power module followed by a pump stop can be confirmed. A log file provided by the customer was reviewed. The log file contained events recorded from the time stamp of day 205, 22 hours and 47 minutes to day 206, 8 hours and 38 minutes where multiple speed reductions below the low speed limit (including 0 rpm), elevated power and pi levels were recorded. These events were accompanied by low flow and low speed hazard alarms. The associated voltage levels indicated that the system controller was connected to a power module during the events. The data log file retrieved from the returned system controller serial number (B)(6)contained events recorded from the time stamp of day 15, 21 hours and 13 minutes to day 21, 2 hours and 45 minutes where normal operation was recorded. The recorded information suggested that the log file contained events after the reported event and the system controller was connected to 14v batteries. A full functional test was performed, and the system controller passed all test steps. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. There were no atypical sounds noted during the evaluation/testing of the controller; however , the reported buzzing sound could be a result of overloading the controller drive circuit components when an electrical short in the driveline was present. The investigation did not identify a correlation between the returned system controller and the atypical events recorded in the provided log file and they appeared to be related to a compromised driveline confirmed during the pump evaluation. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing or qa specifications. Patient handbook covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. Periodically inspecting the equipment for damage is covered in the patient handbook. Important warnings relating to pump stops are described in patient handbook and operating manual. Caring for the percutaneous lead advises the users to inspect the driveline daily and to keep the connections to the controller free of dirt or foreign matter. It also describes actions to be taken if damage to the driveline is suspected. No further information was provided. The manufacturer is closing the file on this event.